Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the device's battery power cable assembly and power pcb assembly as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.